Event description:
It was reported that during a routine follow up, noise was observed which could be reproduced with evocative movements. The pulse generator was reprogrammed. There were no adverse consequences, the patient was in good medical condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.